Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter reverted to the setup mode. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist was unable to contact the patient to obtain additional information. The patient said the alleged product issue started eighteen days earlier at 6:00 pm. No information was provided regarding the patient's diabetes treatment regimen. After the product issue started, the patient was shaking and felt hot. Five days prior to original date at 2:00 am the patient treated herself by eating food and drinking beverage. The cca noted that the product issue did not occur immediately after removing/replacing the battery. The cca walked the patient through resolving the issue. The patient's products were replaced. The complaint is reported because the patient alleges that the lfs meter reverted to the set up mode and after she experienced shaking, a typical symptom of hypoglycemia. The patient claims she treated herself by eating food and drinking beverage.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.